Event description:
It was reported that during use while on patient, the cs300 intra-aortic balloon pump (iabp) powered off while plugged in and without flipping switch. The customer flipped switch to off position and then back on and it powered back up. The customer replaced unit with another balloon pump. There was no patient harm

Manufacturer narrative:
This cs100 was upgraded to a cs300 prior to reported event.